Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08537; 2134265-2013-08542. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging sytem was used in an unspecified procedure. Pullback was attempted but the motor drive unit (mdu5) failed to do automatic pullback. No patient involvement.